Event description:
The customer contact reported, the 3 volt dc connector port melted. The device was returned to the service center with a report of "melted and screwdriver damaged." Info was requested from the customer contact regarding specific pt details, how the screwdriver was damaged, and event details. No response has been received.

Manufacturer narrative:
Testing and investigation found the 3 volt dc connector port of the docking station was melted. This was due to electrical shorting. Two of the four male contact pins of the device were touching. During testing, it was found that three female contact pins from an unspecified gemstar pump remained connected to the three of the four male contact pins of the docking station after the pump was removed. The probable cause for the gemstar female pins to remain on the 3vdc connector is mishandling of the device when the pump was removed from the docking station connection. Actions such as twisting or attempt to remove a pump at an extreme angle may cause the gemstar female connector pins to remain in contact with the male pins on the docking station connector. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).